Event description:
It was reported that bd ultra-fine¿ pro pen needles were not working. This occurred on 5 occasions during use. The following information was provided by the initial reporter: patient complained that some 4mm pro needle were not working. Patient complained that after attaching the 4mm pro pen needle he dialed his dose and after inserting the needle he could not push down the pen device to inject the dose. I spoke to the patient directly as the pharmacist gave him my mobile number. I asked if he had primed the needle prior to injecting and he confirmed that he could not prime as the pen would not work after he dialed up a small dose. He confirmed that this was only happening with some needles. Other needles in the box were working ok. I asked him to go back to the pharmacist so they can check and he said he will go back and show the pharmacist. He will keep any needles that are not working and return them to the pharmacy.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ pro pen needles were not working. This occurred on 5 occasions during use. The following information was provided by the initial reporter: patient complained that some 4mm pro needle were not working. Patient complained that after attaching the 4mm pro pen needle he dialed his dose and after inserting the needle he could not push down the pen device to inject the dose. I spoke to the patient directly as the pharmacist gave him my mobile number. I asked if he had primed the needle prior to injecting and he confirmed that he could not prime as the pen would not work after he dialed up a small dose. He confirmed that this was only happening with some needles. Other needles in the box were working ok. I asked him to go back to the pharmacist so they can check and he said he will go back and show the pharmacist. He will keep any needles that are not working and return them to the pharmacy.